Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor shipped to site 02/13/2017. Medtronic investigation of returned suspect monitor finds that when connected to a known good navigation system the monitor displayed a good image with no issues. The monitor was allowed to run for an extended time and did not experience a blank display. No problem found. Device found to be fully functional. On 02/13/2017 a medtronic representative, following-up at the site, reported when performing navigation system check-out, found that the system was not unexpectedly exiting as reported, but that the monitor was intermittently blinking on and off every so often. The image would reappear. On 02/14/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The surgeon monitor periodically would go completely black for only a few seconds without interrupting the software or navigation. Monitor was replaced. Issue resolved. System performed as intended. On 02/16/2017 software investigation completed. Findings are that there was no software anomaly. Software is functioning as designed. Reported issue could not be replicated. No further issues have been reported.

Event description:
A site representative reported that their navigation system experienced two unexpected exits during the start-up step. The navigation system was re-booted and normal function was restored with no further issues. There was no patient present when this issue was identified.